Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer had nausea, aches and thirst from their high blood glucose. Troubleshooting found the customer's insulin pump was functional. Customer also did not want to remove their infusion set to verify if they had a bent cannula on their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.